Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger will not charge battery) was confirmed. As received, the battery connector and battery board were damaged. The cause of the inability to charge a battery is the damaged connector and board. The root cause of the damaged connector and board is physical abuse. No adverse event resulted from the damaged connector and board.

Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.